Event description:
It was reported to boston scientific corp that a hydratome rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician had difficulty getting the tip of the hydratome rx sphincterotome in the correct position and performed many steering manipulations. After performing many left and right steering manipulation, the cutwire became twisted. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).